Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, an audible leak was heard and the patient was losing tidal volume. A blown cuff was discovered from the patient tube. An emergency device change was done using the same type and size of device. The patient was reassessed and the tidal volume was stabled. The device was submerged with water to locate the leak and it was found between the device cuff and pilot airline connection.